Manufacturer narrative:
Continuation of d10: product ID 8551, lot# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8551 lot# unknown serial# implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the manufacturer representative (rep) stated that the doctor was doing a pump refill today and when they hooked the tubing up to the syringe, when they were pulling back to get the medication out, they noticed that some of the medication was leaking out. The rep stated that they immediately tried to reclamp, tightened it down and continued to do the refill process. The rep said when they went to put the medication in as a 40 cc pump, they could only get 35 ccs in and there was a hard stop. The rep was not with the patient. The rep was redirected to their healthcare provider to further address the issue. The rep stated they will follow up with the doctor and was concerned air was introduced to the pump.